Manufacturer narrative:
Product ID 377760, lot # v013042, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had not worked since replacement procedure in (B)(6) 2011. It was noted that one "cable" was also not connected. It was stated that it was discovered by an x-ray 2 weeks after the procedure that the second lead "was down and curled up like a prezel." The patient reportedly had a pulmonary emboli in (B)(6) and took coumadin. It was stated that the doctor was "not doing anything" to the leads and would refer the patient for a paddle lead. It was noted that the doctor consented for a battery change. It was later reported that the cause of the event was a motor vehicle accident (mva) which led to a lead migration. There was no hospitalization and no injury. It was stated that the patient used her stimulator and had "good" pain control prior to the mva. The patient reportedly then developed superior venous thrombosis and took coumadin. It was noted that the patient was not using her stimulator and could not have any revision of the leads due to the coumadin. If any additional information is received, a supplemental report will be sent.